Event description:
See initial report.

Manufacturer narrative:
H.10: livanova field service representative dispatched to the facility confirmed the issue. He was able to trace back the fault in the damaged compressor of the cooling system. The unit will be removed from service.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Investigation is still ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the fuse in the operating theatre after the procedure. Reportedly, it happened twice. There was no report of patient injury.